Event description:
As reported by the account, an unknown patient had an unknown cypher stent implanted in an unknown artery. Two years later, the patient developed nosebleeds and was instructed to discontinue aspirin therapy. Four days after discontinuing the aspirin, the patient experienced a thrombosis in the cypher stent. Additional info has been requested from the account and will be submitted within 30 days of receipt.